Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level of 400 mg/dl. The customer took manual injection. It was reported that customer received insulin flow blocked alarm and customer reused reservoir and decided to fill new reservoir and resolved issue. It was unknown whether auto mode feature was active or not. The insulin pump will not be returned for analysis.